Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, the customer had an alternate pump available for insulin therapy.